Event description:
It was reported the patient received an inappropriate shock. It was also reported that the stored vf episode, egm, and intervals were consistent with a lead fracture, mechanical artifact and oversensing. Lead noise and high impedance were also reported. A new lead was placed for pacing and sensing and the high voltage portion of the lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.